Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient.

Event description:
It was reported the patient met with their manufacturer representative in (B)(6) 2014 and after that meeting they were not having stimulation coverage in their feet and leg. They were having a lot of pain in their knee and foot. This pain has been occurring since they last met with their manufacturer representative. The patient clarified that the device was not giving them pain, it was that they did not have the coverage they needed in their knee and foot. The patient was going to set up an appointment to meet with the manufacturer representative but as of 2014-01-13 had not done so. On (B)(6) 2016 the patient reported that their therapy never really helped since it was implanted. The patient also stated that the charging system is taking longer to charge. They said it takes the whole afternoon to charge the system. They noted it has been over a year since the device has been adjusted. The patient mentioned that their pain was still there, and they cannot get out and do things. The patient was implanted for chronic low back pain and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.